Event description:
The physician reported that during interrogation of the associated ICD (paradym vr 8250; sn: (B)(4)) a warning was displayed corresponding to (B)(6) 2014 at 1:59am, which was approximately 2 minutes prior to a recorded episode in which a shock was delivered. However, the patient indicated that he was not aware of the shock treatment. Furthermore, it was indicated that there was oversensing relative to the subject lead resulting in delivery of inappropriate shock therapy. A re-intervention is intended to correct the issue.

Event description:
The physician reported that during interrogation of the associated ICD (paradym vr 8250; sn:(B)(4)) a warning was displayed corresponding to (B)(6) 2014 at 1:59am, which was approximately 2 minutes prior to a recorded episode in which a shock was delivered. However, the patient indicated that he was not aware of the shock treatment. Furthermore, it was indicated that there was oversensing relative to the subject lead resulting in delivery of inappropriate shock therapy. A re-intervention is intended to correct the issue.